Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) less than 40 mg/dl; cause was unknown. Sugar was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer was unable to upload the pump data logs for tandem technical support to perform a log review.